Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6-device code 1585 changed to 2930. The device was returned to the factory for evaluation on 02/13/2026. An investigation was conducted on 02/17/2026. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws. The heater wire was observed to be flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device did transect tissue four (4) times. No excessive smoke was observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failures "failure to cut" and "smoke" were not confirmed. The lot #3000521637 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Initial reporter name exceeded character limitations: (B)(6). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a vein harvest it was noted that the cautery was taking longer to weld and burn through vein branches and tissue. Power supply was at 2.5. There was smoke noticed. The vasoview hemopro 2 was taken out of the leg and jaws were cleaned off. The device was tested to confirm proper operation. An orange glow was noticed where the 2 jaws meet. This was done on the outside of the leg. It was decided to change out the kit and proceeded without any issues moving forward. The correct pretest steps were performed. Vasoview hemopro 2 was also inserted correctly with everything looked fine at that point. The cord was not replaced either. There was a 5 min procedural delay. Vein was good with no issues to the patient.